Event description:
The following has been reported: plunger arm seized up. Pump will need to be disassembled to determine source of issue. Disassembled pump and found plunger arm is warped and causing friction with protective housing around arm. Replaced plunger arm and it now moves without catching. Upgraded software to new version 2.2d pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.